Event description:
Device 3 of 4. Reference MFR report: 1627487-2013-15184, 15185, 15187. The pt had three leads implanted (from different lots) as part of his scs system. It was reported, the pt lost stimulation following a fall. The sjm rep was able to reprogram the pt. The pt's physician decided to explant and replace the pt's ipg due to the high amplitude settings the pt was using. While replacing the ipg, the leads were found to have pulled out of the header. The leads were reconnected into the ipg. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.